Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was unknown. The patient was not hospitalized for the event. On the same day as the onset of peritonitis, the patient was treated with vancomycin (once every five days, dose, route of administration and lot number not reported) and injection magnova (1 gram, frequency, route of administration and lot number was not reported) for peritonitis. At the time of this report, the patient was recovering from the peritonitis event. On an unreported date, the patient discontinued pd therapy and the pd catheter was removed. Additional information was not available

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.